Manufacturer narrative:
The customer reported the suspect filter water trap item#(B)(4) component has not been made available for analysis however, the suspect lot number was provided. At this time, vyaire medical has not received the suspect component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported the breath rate on this ventilator device increased suddenly, while in patient use. The customer observed an open pinch clamp on the filter water trap assembly item#(B)(4), which caused a leak. The customer stated the patient experienced some distress during this event.

Manufacturer narrative:
Vyaire medical received this subject report number (B)(4) request for additional information on july 22, 2019. Vyaire medical responded august 30, 2019 with the additional information regarding this adverse event to the FDA.